Event description:
The olympus representative reported (on behalf of the customer) that the insertion tube rotates and becomes twisted on the endoeye flex deflectable videoscope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the charge-coupled device unit in the endoscope connector was damaged. The color tone of the image was not correct. Image was magenta or green only. This report is to capture the reportable malfunction of the damaged charge-coupled device noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the bending tube was deformed, and the adhesive on the distal sheath had a chip and scratches. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint, (B)(4), was initiated from another facility for the same device family. Conclusion: the root cause could not be identified. The issue was likely caused by breakage or disconnection of the image sensor unit due to stress from repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board, such as integrated circuit chips and capacitors. Olympus will continue to monitor the field performance of this device.